Event description:
It was reported that there was a revision of a broken extension. It was stated that the patient snagged the temporary lead on a car door. It was noted that the patient had her pharmacist 'trim the cable.' The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).